Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in-clinic follow-up, it was noted that the left ventricular (lv) lead was dislodged. The lv lead was repositioned to resolve the event. The patient was stable.